Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that during the shift check, the user was shocked by the device. Although it was reported the user received a shock from the device during testing, it was stated there was no harm to the user from the shock.